Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged lot to lot variability with inratio inr results. Results are as follows: date (B)(6) 2013, inratio inr lot # 303229 = 1.3, inratio inr lot #308051 = 2.3 and 2.1. The time between testing was within a few minutes. Therapeutic range 2.0 - 3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.